Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what tissue type and location of the suture placement? Was medical or surgical intervention needed to address the event? Product code and lot # if applicable, will product be returned, return date, tracking information what is the patient current status?

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used subcutaneously. After a while, the suture moved through the skin and did not reabsorb. No adverse patient consequences were reported. Additional information has been requested.